Event description:
Reporter alleged blood glucose measured 406 mg/dl at 6:54 pm back to back with a result of 191 mg/dl at 6:54 pm back to back with a result of 191 mg/dl performed at 6:56 pm. No actions were taken or treatment received reportedly a result. A request was made for the return of the suspect device and replacement product was sent.